Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. The patient was using drugs at the time of the event and had a heart rate in the 130s. Technical services discussed the electrograms. The doctor will decide whether or not to reprogram the device. There were no additional adverse patient effects.